Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remote via merlin.net. Review of the transmission revealed that under high ventricular rate, myopotential oversensing occurred and noise was also noted. It was noted that the patient was programmed to unipolar tip sensing due to a problem with the right ventricular lead ring electrode. The patient had also been previously programmed to vvtr mode due to lead noise in bipolar configuration. The physician noted that the device settings would be reprogrammed at the next in-clinic visit. No additional information was reported.